Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus"), uterine perforation ("perforation (uterus)/other injury(ies) or complication (s) please describe: uterine perforation with essure"), device dislocation ("migration of essure device location of device: stuck in bowel"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (condoms) on (B)(6) 2007. Previously administered products included for an unreported indication: depo-provera on (B)(6) 2009. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding"). On (B)(6) 2010, 1 year 7 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes describe: hormonal medication"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), pelvic pain ("pain"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), neoplasm ("tumor / teratoma / cancer type: tumor (various)"), eye disorder ("vision/eye problems type: vision and eye"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: both"), dyspepsia ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain") and tooth disorder ("dental problems"). The patient was treated with surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, neoplasm, eye disorder, weight increased, gastrointestinal disorder, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, chest pain, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, micturition disorder, migraine, nausea, neoplasm, pain in extremity, pelvic pain, perineal pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs/mr received:new reporter,patient demographic/lab data,relevant history,conc drug,essure indication,start/stop date,lot number. Severe physical injuries replaced with:device breakage,fallopian tube/uterine perforation,device dislocation,genital/vaginal haemorrhage,menorrhagia hypersensitivity,apareunia,autoimmune disorder,bladder/urinary tract disorder,dysmenorrhea,dyspareunia,fatigue,hormonal level abnormal,cystitis,fungal infection,migraine,nausea,allergy to metals,pelvic pain,rash,neoplasm,eye disorder,weight increased,gastrointestinal disorder,dyspepsia,alopecia,dizziness,pain in extremity,perineal pain,micturition disorder,abdominal/vulvovaginal/chest pain,tooth disorder. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus"), uterine perforation ("perforation (uterus)/other injury(ies) or complication (s) please describe: uterine perforation with essure"), device dislocation ("migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel."), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (condoms) on (B)(6) 2007. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera on (B)(6) 2009. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos and bladder pain. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). In 2010, the patient experienced hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), neoplasm ("tumor / teratoma / cancer type: tumor (various)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings") and hot flush ("hot flashes"). The patient was treated with paracetamol (tylenol), surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)).essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, neoplasm, eye disorder, weight increased, gastrointestinal disorder, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, chest pain, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, micturition disorder, migraine, mood swings, nausea, neoplasm, pain in extremity, pelvic pain, perineal pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) on (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthrealgia, unilateralblindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus'), uterine perforation ('perforation (uterus)/other injury(ies) or complication: uterine perforation with essure/ coils perforated and stuck into bowel'), device dislocation ('migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel.'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms) on (B)(6) 2007, pregnancy induced hypertension in 2006 and congenital blindness. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos, bladder pain and obesity. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since (B)(6) 2010 and pantoprazole since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced device breakage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. In 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings"), hot flush ("hot flashes"), depression ("depression"), thyroid disorder ("thyroid issue"), systemic lupus erythematosus ("lupus nos"), crohn's disease ("chrone's disease"), inflammation ("chronic inflammation"), liver disorder ("liver disease") and gastrointestinal disorder ("bowel problems") and was found to have bladder neoplasm ("tumor / teratoma / cancer type: tumor (various)/ tumor in bladder"). The patient was treated with paracetamol (tylenol) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, bladder neoplasm, eye disorder, weight increased, gastrooesophageal reflux disease, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings, hot flush, thyroid disorder, crohn's disease, inflammation, liver disorder and gastrointestinal disorder outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bladder neoplasm, chest pain, crohn's disease, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, inflammation, liver disorder, menorrhagia, micturition disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, perineal pain, rash, systemic lupus erythematosus, thyroid disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Medical record: she has constant lymph node swelling, feeling sick, having migraines, body pain. Toxic effect of other metals. Physician stated that the residual effects of the essure inserts in her fallopian tubes are contributing significantly to her health issues, despite their removal in the summer of 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). On (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: fallopian tube perforation, uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthralgia, unilateral blindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus'), uterine perforation ('perforation (uterus)/other injury(ies) or complication: uterine perforation with essure/ coils perforated and stuck into bowel'), device dislocation ('migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel.'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms) on (B)(6) 2007, pregnancy induced hypertension in 2006 and congenital blindness. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos, bladder pain and obesity. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since (B)(6) 2010 and pantoprazole since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced device breakage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. In 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings"), hot flush ("hot flashes"), depression ("depression"), thyroid disorder ("thyroid issue"), systemic lupus erythematosus ("lupus nos"), crohn's disease ("chrone's disease"), inflammation ("chronic inflammation"), liver disorder ("liver disease") and gastrointestinal disorder ("bowel problems") and was found to have bladder neoplasm ("tumor / teratoma / cancer type: tumor (various)/ tumor in bladder"). The patient was treated with paracetamol (tylenol) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, bladder neoplasm, eye disorder, weight increased, gastrooesophageal reflux disease, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings, hot flush, thyroid disorder, crohn's disease, inflammation, liver disorder and gastrointestinal disorder outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bladder neoplasm, chest pain, crohn's disease, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, inflammation, liver disorder, menorrhagia, micturition disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, perineal pain, rash, systemic lupus erythematosus, thyroid disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Medical record: she has constant lymph node swelling, feeling sick, having migraines, body pain. Toxic effect of other metals. Physician stated that the residual effects of the essure inserts in her fallopian tubes are contributing significantly to her health issues, despite their removal in the summer of 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). On (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: fallopian tube perforation, uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthralgia, unilateral blindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Lot number:626403 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus"), uterine perforation ("perforation (uterus)/other injury(ies) or complication (s) please describe: uterine perforation with essure"), device dislocation ("migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel."), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (condoms) on (B)(6) 2007. Previously administered products included for an unreported indication: depo-provera on (B)(6) 2009. Concurrent conditions included breast feeding problem (maternal), breast tenderness, breast enlargement, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body nos, ovarian cyst, adenomyosis, myoma and bladder pain. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). In 2010, the patient experienced hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), neoplasm ("tumor / teratoma / cancer type: tumor (various)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings") and hot flush ("hot flashes"). The patient was treated with paracetamol (tylenol), surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, neoplasm, eye disorder, weight increased, gastrointestinal disorder, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, chest pain, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, micturition disorder, migraine, mood swings, nausea, neoplasm, pain in extremity, pelvic pain, perineal pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 115.2 kgs. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) on (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthrealgia, unilateralblindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. And the following ones were confirmed: infection, bleeding, pelvic pain, cramping, migraine, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, other relevant history was updated. Events: mood swings, hot flush were newly added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus'), uterine perforation ('perforation (uterus)/other injury(ies) or complication: uterine perforation with essure/ coils perforated and stuck into bowel'), device dislocation ('migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel.'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms) on (B)(6) 2007, pregnancy induced hypertension in 2006 and congenital blindness. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos, bladder pain and obesity. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since (B)(6) 2010 and pantoprazole since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced device breakage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. In 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings"), hot flush ("hot flashes"), depression ("depression"), thyroid disorder ("thyroid issue"), systemic lupus erythematosus ("lupus nos"), crohn's disease ("chrone's disease"), inflammation ("chronic inflammation"), liver disorder ("liver disease") and gastrointestinal disorder ("bowel problems") and was found to have bladder neoplasm ("tumor / teratoma / cancer type: tumor (various)/ tumor in bladder"). The patient was treated with paracetamol (tylenol) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, bladder neoplasm, eye disorder, weight increased, gastrooesophageal reflux disease, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings, hot flush, thyroid disorder, crohn's disease, inflammation, liver disorder and gastrointestinal disorder outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bladder neoplasm, chest pain, crohn's disease, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, inflammation, liver disorder, menorrhagia, micturition disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, perineal pain, rash, systemic lupus erythematosus, thyroid disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Medical record: she has constant lymph node swelling, feeling sick, having migraines, body pain. Toxic effect of other metals. Physician stated that the residual effects of the essure inserts in her fallopian tubes are contributing significantly to her health issues, despite their removal in the summer of 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). On (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: fallopian tube perforation, uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthralgia, unilateral blindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus"), uterine perforation ("perforation (uterus)/other injury(ies) or complication (s) please describe: uterine perforation with essure"), device dislocation ("migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel."), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (condoms) on (B)(6) 2007, congenital blindness and pregnancy induced hypertension in 2006. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera on (B)(6) 2009. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos, bladder pain and obesity. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since (B)(6) 2010 and pantoprazole since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). In 2010, the patient experienced hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), neoplasm ("tumor / teratoma / cancer type: tumor (various)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings"), hot flush ("hot flashes") and depression ("depression"). The patient was treated with paracetamol (tylenol), surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, neoplasm, eye disorder, weight increased, gastrointestinal disorder, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings and hot flush outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, chest pain, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, micturition disorder, migraine, mood swings, nausea, neoplasm, pain in extremity, pelvic pain, perineal pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed). On (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) on (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. On (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. Concerning the injuries reported in this case, the following one were described in patients medical record: uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthrealgia, unilateralblindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Reporter information updated. Concomitant drug, concomitant condition,historical condition were added. Added event depression. Updated onset date. Outcome of event (depression). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus'), uterine perforation ('perforation (uterus)/other injury(ies) or complication (s) please describe: uterine perforation with essure'), device dislocation ('migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel.'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms) on (B)(6) 2007, pregnancy induced hypertension in 2006 and congenital blindness. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos, bladder pain and obesity. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since (B)(6) 2010 and pantoprazole since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced device breakage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. In 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings"), hot flush ("hot flashes"), depression ("depression"), thyroid disorder ("thyroid issue"), systemic lupus erythematosus ("lupus nos") and inflammatory bowel disease ("chrone's disease") and was found to have neoplasm ("tumor / teratoma / cancer type: tumor (various)"). The patient was treated with paracetamol (tylenol) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, neoplasm, eye disorder, weight increased, gastrooesophageal reflux disease, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings, hot flush, thyroid disorder and inflammatory bowel disease outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, chest pain, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, inflammatory bowel disease, menorrhagia, micturition disorder, migraine, mood swings, nausea, neoplasm, pain in extremity, pelvic pain, perineal pain, rash, systemic lupus erythematosus, thyroid disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 and (B)(6) 2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Medical record: she has constant lymph node swelling, feeling sick, having migraines, body pain. Toxic effect of other metals. Physician stated that the residual effects of the essure inserts in her fallopian tubes are contributing significantly to her health issues, despite their removal in the summer of 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). On (B)(6) 2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6) 2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6) 2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On (B)(6) 2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: fallopian tube perforation, uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthralgia, unilateral blindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Events gi disorder updated to gerd. Events thyroid issue, lupus & chron's disease added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device location of device: shattered tubes, in uterus'), uterine perforation ('perforation (uterus)/other injury(ies) or complication: uterine perforation with essure/ coils perforated and stuck into bowel'), device dislocation ('migration of essure device location of device: stuck in bowel/ malposition of essure device-location of device: shattered tubes, in uterus, stuck in bowel.'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in a 27-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (condoms) on (B)(6) 2007, pregnancy induced hypertension in 2006 and congenital blindness. Her social history is negative for tobacco, alcohol, or recreational drugs. Her family history was negative for gynecologic cancers. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included breast feeding, breast tenderness, breast enlargement female, headache, drug allergy, pain ankle, blind right eye, body mass index high (bmi of 36 making her obese), sensation of foreign body, ovarian cyst, adenomyosis, leiomyoma nos, bladder pain and obesity. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since (B)(6)2010 and pantoprazole since 2009. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches/neurological conditions or problems ;type: migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: both"), alopecia ("hair loss"), dizziness ("dizziness, lightheadedness"), pain in extremity ("bilateral lower extremity pain"), perineal pain ("perineal pain") and micturition disorder ("dysfunctional voiding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2010, the patient experienced device breakage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. In 2010, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal medication"). On (B)(6)2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fungal infection ("infection (other) describe: yeast"), nausea ("nausea"), rash ("rashes or skin conditions type: skin condition (back, breast area, chest)"), eye disorder ("vision/eye problems type: vision and eye"), dyspepsia ("gastrointestinal or digestive system condition type: both"), abdominal pain ("abdominal area"), vulvovaginal pain ("vaginal pain"), chest pain ("chest pain"), tooth disorder ("dental problems"), mood swings ("mood swings"), hot flush ("hot flashes"), depression ("depression"), thyroid disorder ("thyroid issue"), systemic lupus erythematosus ("lupus nos"), crohn's disease ("chrone's disease"), inflammation ("chronic inflammation"), liver disorder ("liver disease") and gastrointestinal disorder ("bowel problems") and was found to have bladder neoplasm ("tumor / teratoma / cancer type: tumor (various)/ tumor in bladder"). The patient was treated with paracetamol (tylenol) and surgery (unilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, cystitis, fungal infection, migraine, nausea, allergy to metals, pelvic pain, rash, bladder neoplasm, eye disorder, weight increased, gastrooesophageal reflux disease, dyspepsia, alopecia, dizziness, pain in extremity, perineal pain, micturition disorder, abdominal pain, vulvovaginal pain, chest pain, tooth disorder, mood swings, hot flush, thyroid disorder, crohn's disease, inflammation, liver disorder and gastrointestinal disorder outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bladder neoplasm, chest pain, crohn's disease, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, inflammation, liver disorder, menorrhagia, micturition disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, perineal pain, rash, systemic lupus erythematosus, thyroid disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6)2009 and (B)(6)2010 ,these two dates were provided removal of essure, unilateral salpingectomy and total hysterectomy (uterus and cervix removed). On (B)(6)2009: the hysteroscopy was inserted and both osa were identified. The essure systems were inserted into each osa without difficulty. The patient tolerated the procedure well. Medical record: she has constant lymph node swelling, feeling sick, having migraines, body pain. Toxic effect of other metals. Physician stated that the residual effects of the essure inserts in her fallopian tubes are contributing significantly to her health issues, despite their removal in the summer of 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: unilateral occlusion (left tube occluded). On (B)(6)2009, hysterosalpingogram revealed confirmed that the patient did have a uterine perforation and that her essure devise was free in her pelvis posterior to the uterus. (B)(6)2009: findings: alignment and mineralization of the bones of the ankle appears to be within normal limits. No acute -fracture is identified. There is some apparent flattening of the arch of foot suggesting a pes planus which could be further evaluated with dedicated radiographs if felt to be clinically indicated. There are mild degenerative changes over the dorsum of the foot. The posterior subtalar joint is which may be related to projection. On (B)(6)2009: gross description: two specimens are received labeled essure is a 6.0 ern portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Right tube is a 7.0 x 0.2 cm . Gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate. Adhesions or perforation. The tube has a less than 0.1 ern stellate lumen and no lesion is present. Representative sections in e. On 12-jun-2009: gross description: two specimens are received. Labeled is a 6.0 cm portion of metallic coiled wire that has a small amount of adherent fibro adipose tissue. The soft tissue in a. Labeled "r tube" is a 7.0 x 0.2 cm, gray-purple intact fimbricated fallopian tube. The serosa is smooth without exudate, adhesions or perforation. The tube has a less than 0.1 cm stellate lumen and no lesion is present. Representative sections in b. (Lr). Microscopic description : sections from a show fibro adipose tissue with a chronic lymphocytic infiltrate. A few hemosiderin laden macrophages are present. Focally lining some of the fibro adipose tissue is some probable benign mesothelium. Sections from b reveal a benign fallopian tube with an intact wall. There is a central lumen lined by benign mucosa. In the wall of the tube are dilated congested thin walled blood vessels. No evidence of endometriosis or neoplasm is identified. ¿concerning the injuries reported in this case, the following one were described in patients medical record: fallopian tube perforation, uterine perforation and migraine, breast feeding stopped, headache, breast tenderness, breast enlargement, allergy to drug, arthralgia, unilateral blindness, body mass index high, foreign body sensation, left ovarian cyst, adenomyosis, anterior myoma, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Events chronic inflammation, liver disease and bowel problems. Event tumor updated to tumor in bladder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.